Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic sleeve gastrectomy procedure. The device was being applied to the antrum of the stomach. The stapler was able to fire but there was a poor staple formation. The staples were only formed for 1cm and then the stapler locked. The distal end of the staple line was incomplete. In order to resolve the issue and complete the case, clips and sutures were applied to the staple line. There was no patient harm. The patient status was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.